Event description:
Patient was revised to address on-going infection. Update - 05/05/2011- litigation papers allege patient has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and mental pain and suffering; and past, present and future medical, hopsital, rehabilitative and pharmaceutical expenses, lost wages, and other related damages. Update 6/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records confirmed an infection. A hole eliminator is being added to the complaint as it was also removed on (B)(6) 2010. The patient was reimplanted on (B)(6) 2011 with depuy products.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.